Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported a therapeutic colonoscopy a polypectomy was performed requiring the use of the single use ligating device. There were no problems positioning the snare on the polyp, but when it came time to tighten it, it felt stiff. When it came time to release it, it could not be freed. Repeated attempts were made without success. Therefore, the sheath and wire had to be cut from the handle. The equipment had to be removed, and another cutting instrument was used in addition to manual traction to finally release the loop. The loop was unable to perform the required function. To complete the procedure, clips were placed on the patient. There were no reports of patient harm.